Event description:
It was reported that during a lap hernia repair procedure, three devices were used and one device fired malformed clips. The case was completed without patient consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.